Event description:
It was reported that the distal segment of the subject device separated and was subsequently retrieved from the pt. The pt reportedly suffered no adverse effects as a consequence of the device breakage or its subsequent retrieval.